Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 2/3/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the lens was received wrapped in surgical sponge which was in a bag. The lens was inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with no further issues. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the patient's left eye due to very blurry vision for distance, bothersome halos, negative dysphotopsia, and myopic miss on measurements. Another johnsson & johnson iol was implanted as replacement (drt225 23.0 diopter). There was no patient injury and no medical or surgical intervention was required. The patient is doing a lot better post-explant surgery; the negative dysphotopsia is gone and the overall foundation looks good. No further information was provided.